Event description:
It was reported that the patient was put on warfarin/heparin. The patient was stable and discharged from the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas and provides information regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13may2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that (B)(4), unit of packed red blood cells (prbcs) was ordered. However, the order was cancelled the next day and the patient never received the transfusion. The event resolved without sequelae.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had low hemoglobin (7.0) so 1 unit of packed red blood cells (prbcs) was administered.